Event description:
It was reported that the ipg would not hold a charge. The patient underwent an explant procedure and the explanted ipg was kept by the medical facility.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.